Manufacturer narrative:
(B)(4). Date sent: 2/21/2024 additional information was requested and the following was obtained: does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Unclear.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Pt presented with post op abdominal pain, CT scan identified collection, post op leak. How many days postoperative was the bleeding identified? Leak identified 8 weeks post op. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. How was the bleeding addressed? It was a leak and was addressed by endoscopic drainage. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown.

Event description:
It was reported that during an unk procedure, a patient had a leak 8 weeks post op, CT done collection found, sent to sir charles gairdner hospital for endoscopic management and drainage.